Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4).. This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing of the returned product found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the battery pack. There did not appear to be damage to the wiring of the battery pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing and/or design issue. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in malaysia.

Event description:
It was reported that during surgery the unit was not functioning at all. The unit had no sound and was not spraying for both modes. The device was not functioning right from the beginning. It can't be use at all for surgery. There was no patient harm or medical intervention. Another new zimmer pulsavac lavage from the same batch was used to complete the surgery. There was a surgical delay of about 5 minutes while the grabbed a new unit and set it up. The patient was under anesthesia. During device evaluation and visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the battery pack. Due diligence is complete, there is no additional information available.